Manufacturer narrative:
(B)(4). Catalog#: igtcfs-65-2-fem-celect. (B)(4). Similar to device under 510(k) could be either k090140. (B)(4). Summary of investigational findings: investigation is based on event description and provided imaging. No product returned. Imaging review confirms that at least one primary filter legs has perforated ivc. Other primary legs are either tenting or just perforating it. Hematoma was likely from a lumbar artery injured by the perforating filter leg rather than from ivc. The root cause of the perforation is unknown, but filter perforation of the vena cava wall is a well-known risk. Several case reports published in literature, describe filter perforation of the vena cava wall. A reference is made to the IFU; in potential adverse events are mentioned: damage to the vena cava. Pulmonary embolism. Filter embolization. Vena cava perforation. Vena cava occlusion or thrombosis. Hemorrhage. Hematoma at vascular access site. Infection at vascular access site. Death. There is found no evidence to suggest that this device was not manufactured according to specifications. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to complainant: "physician was anxious of retrieving the filter, which was placed 6 weeks ago related to a dvt, because all 4 legs were outside the vena cava wall. In addition the patient had a hematoma surrounding the exit wounds of the filter. During the procedure today everything went fine and the filter was retrieved with gtrs-200. No further bleeding occured during control overview with contrast media." Patient outcome: according to the initial reporter, the patient did not experience any adverse effects due to this occurrence.